Event description:
It was reported that the ventilator had no air flow with audible alarms while connected to a patient. No disconnections or leaks were found. The patient started to appear cyanotic, was removed from the ventilator, and was manually ventilated.